Event description:
Pt had a port-a-cath inserted in rt subclavian in 1997. Pt had breast cancer. In 1999, pt had successful retrieval of a fragment of a port-a-cath central venous line from the rt main pulmonary artery. Pt tolerated procedure well without evidence of immediate complication. Later, the port-a-cath was explanted.